Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer had failed and was not detected on bus. A field service engineer (fse) shut the machine down and reseated the roll board ribbon cable, then powered the unit back up, but the issue remained. The machine was shut down again, the keyboard was replaced, and the unit was rebooted. Although all back lights were present, the pockets would not open. The fse powered the machine down once more and replaced the ribbon cable on the retractor band. After rebooting, the pocket error messages cleared and the failure was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and was not detected on bus. The customer powered down the device, unplugged the spinal cord and plugged it back in but still the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.